Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer: there was only a slight delay, as the issue was resolved by restarting the device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided on the initial report. The following section was corrected: d8. Based on the results of the investigation, the phenomena were not reproduced, and a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that while using the 4k camera head, the white balance reacquisition was displayed many times, a temporary blackout occurred, and the color bar was displayed. The issue occurred during the therapeutic procedure (endoscopic sinus surgery), but the issues subsided, and the procedure was completed with the same set of equipment. There was no patient harm associated with the event.

Manufacturer narrative:
The device is expected to be returned for evaluation, but has not yet been received. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.